Event description:
It was reported that the customer received an unexpected restart alarm after changing the battery in her insulin pump. The customer's blood glucose was unknown. The customer stated that the insulin pump was not stored or not in use for an extended period of time. The customer stated that the alarm occurred shortly after the battery change. Explained that the insulin pump experienced an unexpected restart and to montior the insulin pump is the issue recurred. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.